Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309657. Batch#: 3321034. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "there is a bug sealed into the wrapper with the syringe." Verbatim: rcc received a complaint via email. Email(s) attached. I am a pharmacy supervisor at (B)(6) medical center in (B)(6). My staff brought an issue with a bd syringe to my attention this week. There is a bug sealed into the wrapper with the syringe.

Manufacturer narrative:
One sample or three photos of a 3ml luer-lok syringe lot 3321034 were received and evaluated. The first image shows the top web side of the package with all applicable product information. The next image shows the package sealed with an unknown dark particle larger than level 4 inside the package, and the third image shows a close-up image of the particulate. The particulate cannot be identified from the photos provided. The sample received with the open package has a piece of bottom web film larger than level 4 covered in grease in the package, there is no defect observed on the syringe. Ftir analysis was performed and confirmed that the most likely match is bottom web used in the manufacturing plant. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter outside fluid path internal to package defect is associated with the packaging process.a device history record review was completed for provided lot number 3321034 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.